Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty on the stomach, the device was unable to fire and unable to squeeze the handle. Also the device had poor staple formation proximally, it did not clip. The component broke off, it fell into the patient¿s cavity and was retrieved. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.